Event description:
The customer reported that the motorized option would not work and that an error message was displayed outside of a case. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The reported problem could not be duplicated. The system was tested and found to be working as intended and put back into service.